Manufacturer narrative:
The event could not be confirmed. Radiographs were not received and the device was returned to the patient. Fusion was reported to have occurred. It is unknown if the pain may have resulted from the reported relatively medial placement of the screw on the index surgery date. It was reported that there was no vertebral foramen breach on radiographs. Removal of the medially-placed screw was reported to have resolved the patient's pain. Labeling: "potential risk identified with the use of this system, which may require additional surgery, include: pain, discomfort or abnormal sensations due to the presence of the device..."

Event description:
Around (B)(6) 2014, a patient underwent fixation surgery due to a trauma. The patient fused and was asymptomatic for one year. Approximately 2 weeks ago, patient presented with left sided pain and tingling. A CT was performed and confirmed the medial placement of the left screw at c7. A revision surgery occurred. The screw was removed and the pain symptoms resolved.